Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the mid 500s mg/dl and ketone level was large. Customer went to the emergency room (ER) and was administered insulin. After 3-4 hours, customer felt better and bg was 300-330 mg/dl. Customer reverted to using manual injections for insulin therapy and contact alleged pump may be the cause of the event. Pump system check was performed and pump was found to be functioning as intended. Reportedly, customer resumed pump therapy.